Manufacturer narrative:
Date of event: the date of the events are unknown. The physician noted the three patients experienced this issue last month. Other (code unspecified): the device identifiers were not provided and the products were not returned. Based on information provided, it cannot be determined that the alleged necroses are related to the prevena¿ incision management system. It is unknown if and what medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing. For maximum benefit the prevena plus¿ therapy system should be applied immediately post surgery to clean surgically closed wounds. Prevena plus¿ therapy will not be effective in addressing complications with: untreated or inadequately treated infection, cellulitis of the incision area. Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Therapy unit will automatically time-out after 192 hours (8 days) of cumulative run time.

Event description:
On 05-nov-2019, the following information was reported to kci by the physician: in the past month, three patients using prevena plus¿ customizable¿ dressing allegedly experienced tissue necrosis directly under the area dressing. No additional information is available. Kci has made multiple unsuccessful attempts to obtain the prevena plus¿ customizable¿ dressing lot numbers and the product was not returned, therefore a device history review and device evaluation could not be performed.

Manufacturer narrative:
Correction: MDR-3009897021-2019-00377 sent on 11-dec-2019 noted the incorrect information in all sections of the MDR. Follow up #1 has the correct information associated with this event. Based on the information obtained regarding the device, kci found evidence that the device had a collapsed power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On (B)(6) 2019, the following information was reported to kci by the family member: the activ.a.c.¿ therapy system was allegedly turns off completely when it reaches 25 mmhg. On 14-oct-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On 15-oct-2019, the device was placed with the patient. On 13-nov-2019, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button was collapsed.